Manufacturer narrative:
One fast-fix 360 reversed curved needle delivery system was returned for evaluation. Visual assessment of the device shows t1 is missing from the device and was not returned for examination. The suture has been cut proximal to t1. T2 is in its customary pre-deployment position on the needle. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. T2 deployed as intended.

Manufacturer narrative:
Zip code: (B)(6).

Event description:
It was reported that during the meniscus repair procedure, a deployment knob was too hard to manipulate. T1 was successfully deployed. Then the surgeon tried to deploy t2, t1 felt off. T1 remained in the patient. No patient injury was reported. Additional information: t2 pre-deployment occurred, t2 remained in the shaft.